Manufacturer narrative:
Mfg site eval: eval is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: suture brittled once open the pack, only 1 piece in the box is spoiled while the rest is in good condition.